Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. The pump was monitored, no blank display and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 12/10/2024 21:19:00.000 insert battery alarm was found on: 12/11/2024 07:36:28.000 12/11/2024 07:46:17.000 12/11/2024 07:48:09.000 replace battery alert was found on: 12/11/2024 07:05:00.000 replace battery now alarm was found on: 12/11/2024 07:36:00.000 12/11/2024 07:46:00.000 failed battery alert/battery failed alarm was found on: 12/11/2024 07:48:08.000 12/11/2024 07:58:00.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date of 11-dec-2024 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found on: 12/10/2024 21:09:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/10/2024 21:19:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a broken case. The pump passed all the required testing. Customer alleged for blank display and failed battery alert/battery failed alarm were not confirmed. However, during visual inspection corrosion was found on the pcba 1and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, blank display. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. Customer reported that battery cap contacts and battery compartment are not damaged or corroded. Customer received another battery failed alarm after inserting a new battery. Customer completed a pump restart and inserted another battery. No harm requiring medical intervention was reported. Mmt-1881 was requested and customer response was the device will be returned.